Manufacturer narrative:
Citation: gotzmann m transcatheter aortic valve implantation in patients with severe symptomatic aortic valve stenosis-predictors of mortality and poor treatment response. Am heart j. 2011 aug;162(2):238-245.e1. Doi: 10.1016/j.ahj.2011.05.011. Epub 2011 jul 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predictors of mortality and poor treatment response after transcatheter aortic valve implantation in patients with severe symptomatic aortic valve stenosis. All data were collected from a single center between june 2008 to september 2010. The patient population included 150 patients who were implanted with 26-mm or 29-mm corevalve bioprosthesis. However, the final study population comprised of only 145 patients, mean age 79 years; all of them were implanted with medtronic corevalve bioprosthesis. No serial numbers were provided. Among all patients, 3 intraprocedural deaths (rupture of the eccentric calcified aortic base, n = 1; fatal vascular access-related complications, n = 2) were reported. These three patients were not included in the final study population. 30-day mortality was reported to be 12 (8.3%) due to unspecified reasons. The all-cause mortality within the first 6-months was 15.9% (cardiovascular death, n =12, death from other causes, n=11). Among all patients, adverse events attributed to corevalve included: myocardial infarction (n=1), stroke (n=4), nonfatal pericardial tamponade (n=3), severe paravalvular aortic regurgitation, valve embolization (n=5) resulting in second prosthesis implantation, complete heart block (chb) (n=21), bradycardia with left bundle branch block (lbbb) (n=51), permanent pacemaker implantation (n=72), and major vascular complications. Based on the available information, medtronic product may have caused or contributed to these adverse events. Among all patients, adverse events attributed to delivery catheter system (dcs) included: vascular surgery (n= 18). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.